Event description:
In 2006 legal at lumenis reported being contacted by a patient, tz, who claims that he has hypopigmentation from lightshear hair removal treatments he had five years ago. He was treated at key-whitman eye center. Key-whitman eye center reported the patient was treated in 2001 at 18 joules, 30 ms pulsewidth.